Event description:
Health professional reported lap-band system tubing "leak" when patient noted loss of restriction. The lap-band system tubing was "repaired."

Manufacturer narrative:
Unique identifier (UDI) #: not applicable. Taper ii. The reporter of the complaint was asked to return the product for analysis, as well as provide the device serial or model number. The device has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."